Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 150 device displayed an error message (sf 82) related to the hardware alarm controller. Although ventilation initially continued, the error message reappeared after the device was powered off and restarted by the operator. At that point, the screen became unresponsive and ventilation could not be resumed. The patient developed cyanosis as the patient's family did not manually ventilate the patient. Subsequently, the patient was transported to a hospital where the patient was placed on a replacement device.